Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, it was determined that two 190 series scopes encountered the error and customer confirmed that the b30 error was able to be cleared prior to connecting the next scope by shutting off the tower, connecting the scope, and booting up the tower. Tac asked customer if those same scopes worked on other 190 towers and customer confirmed that they did. Tac then advised customer to take a known-good clv-190 and connect it to the issue cv-190 and connect the 190 series scopes. Tac informed customer that if the b30 still occurs, the cv-190 is defective and if it no longer occurs, the issue clv-190 is the cause of the error and the unit will need to be sent for evaluation. To date, no other issue was reported from the customer. In addition, the device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that when a 190 scope series are connected to the cv-190 tower, a b30 communication error occurred. The issue occurred during an unknown event. There was no patient involvement associated on this reported event. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: e2, e3, g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Customer service center contacted the customer and was told the problem was resolved however, how the issue was resolved was unknown as no further information provided. Based on the results of the investigation, the following causes were surmised. ·foreign objects were attached on the scope electrical contacts. ·transmission cable was not properly connected. Either one of the factors could have disabled transmission between scope and the processor temporally and b30 error (scope communication error) occurred. B30 error (scope communication error) a description on handling of the device was found in the instruction manual. Following this could have prevented the phenomenon to occur. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Feedback to the user: ·please connect scope, scope cable, camera head with up mark points upward to the socket of the processor until it clicks. ·all the cables must be connected properly and completely. Olympus will continue to monitor complaints for this device.